Manufacturer narrative:
No sample has been received by manufacturing for evaluation. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in the criticality for this complaint. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the soft tip from an ophthalmic cannula detached into the patient's eye during vitrectomy surgery. The detached tip remains inside of the patient's eye with no report of inflammation, no vision change and no impact to the patient. There is no surgical treatment or intervention planned. Additional information has been requested.